Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented to an emergency room with pre-syncopal symptoms. Four beats of loss of rv capture was observed on the electrocardiogram. The rv pacing output was increased. The patient is pacer dependent. Subsequently, a device changeout was performed and the device was successfully replaced. The device was returned for analysis and found to have met specifications for normal function. The device had been programmed with inadequate safety margin. This lead was used with the new device and thresholds were still high so the rv outputs were increased to an adequate safety margin to resolved the loss of capture issue. Additionally, no noise was observed and the impedance measurement was stable. The lead remains in service. No additional adverse patient effects were reported.